Event description:
Medtronic received information that following the implant of this bioprosthetic valve the patient developed a higher than expected gradient (mean gradient of 40mmhg). Approximately two and a half years following implant, the valve was explanted and replaced with a mechanical valve. No adverse patient effects were reported.

Manufacturer narrative:
(B)(6). (B)(4). Analysis: upon receipt at medtronic's quality laboratory, all leaflets were in the closed position with a slight gap between the coaptive ridges of the right and left cusp. There was no evidence of stent post deflection. The leaflets appeared slightly crowded at the point of coaptation. Traces of pannus were noted on the tops or backs of all stent posts. Radiography showed no evidence of mineralization in the valve. Conclusion: analysis was unable to identify or confirm a root cause for the clinical observation. The device history record was reviewed and showed that this valve met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.